Manufacturer narrative:
Additional: device details have since been reported. This report is submitted on june 11, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at implant site and subsequently underwent skin revision by cauterization with silver nitrate.